Manufacturer narrative:
Follow-up # 1 date of submission 06/27/2014-device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2014 with the following findings:a review of the pump black box data revealed occlusion alarms associated with an unidentified high force. No occlusion alarms were duplicated during investigation. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and faded.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. It was reported that the pump repeatedly emitted occlusion alarms. The frequent occlusion alarm issue was not resolved by changing pump supplies. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.